Manufacturer narrative:
Device analysis confirmed a kink was present in the returned device. A visual evaluation revealed a kink on the shaft inside the balloon material 49mm proximal to the distal tip. A functional evaluation revealed that when the guidewire was inserted through the device, a restriction was encountered where the shaft was kinked, however the guide wire could exit the hub of the device with force. No issue was noted with the tip of the device that may have caused difficulty inserting the guidewire. It was not possible to inflate the balloon. The shaft of the device was dissected and a blockage was noted in the balloon lumen. Examination of the blockage noted that the cause was white crystalline material, consistent with that of solidified contrast media.

Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. Patient information is unknown. It was reported to boston scientific corporation that a uromax ultra balloon catheter was bent at the proximal end inside the balloon when the device was being slid onto the catheter. It was reported that the catheter was difficult to slide at the start of the procedure.